Manufacturer narrative:
The customer later confirmed with physio-control that the therapy connector assembly was replaced to resolve the issue. After observing proper device operation, the device was returned to use.

Event description:
The customer, a biomedical engineer contacted physio-control to report that during inspection he observed their device therapy connector has broken pins preventing the therapy cable from fully seating on the device therapy connector. As a result, defibrillation therapy would not have been possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the biomed with technical assistance. Physio provided therapy connector part number and recommended to check any therapy cables or hard paddles for broken pins and test them with the new connector to ensure they function normally or they would need to be replaced as well. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that during inspection he observed their device therapy connector has broken pins preventing the therapy cable from fully seating on the device therapy connector. As a result, defibrillation therapy would not have been possible if it were necessary. There was no patient use associated with the reported event.